Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff was implanted with the howmedica's accolade tm right hip on (B)(6) 2014 sometime after (B)(6) 2004, plaintiff learned that his accolade had prematurely failed. Doctor removed implant on (B)(6) 2011.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown stryker right accolade hip. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.